Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-306 an unspecified number of patient isolates had high mics for the drug meropenem. Confirmatory testing was performed using e-test strip. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ nmic-306 an unspecified number of patient isolates had high mics for the drug meropenem. Confirmatory testing was performed using e-test strip. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary - this complaint is for high mic meropenem (mem) and ertapenem (etp) with escherichia coli when using phoenix panel nmic-306 (catalog number 449292) batch number 4317959. The customer did not return panels but returned isolates, phoenix generated lab reports and binary files for the investigation. The phoenix generated lab reports show high mic mem and etp with e. Coli when using the complaint batch. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using customer returned isolate e. Coli n81408868 on a phoenix m50 machine and evaluated for etp and mem mic results. All panels tested returned the expected sensitive mics for etp and mem, this complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.